Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine (unknown concentration and dose) via an I implantable pump. Indication for use was intractable spasticity. The pump was previously delivering bupivacaine, fentanyl and clonidine. The date of the event was (B)(6) 2015. It was reported that since pump implant when the pump was refilled the amount they pull out was always higher then what was expected. It had been steadily getting worse. Last time the pump was refilled approximately a month ago ((B)(6) 2017) they were supposed to get 6 ml out and they got 15 ml out. The pain was improving with him getting less medication. A catheter dye study was done (B)(6) 2017 and the medication was going through. The hcp thinks either the catheter was kinked, or the pump was corroded from the bupivacaine being acetic. The patient has not heard any alarms and has not seen any on the print outs he has been given. No symptoms were reported. The patient was to follow up with the healthcare professional (hcp).no further complications were reported.

Manufacturer narrative:
Updated to reflect the patient's weight at the time of the event. Updated to reflect the information received n 2017-dec-01 . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-dec-01 from the patient's healthcare provider (hcp). It was confirmed that a rotor and dye study were performed on (B)(6) 2017 the pump reportedly showed that the rotor was turning and the patient's catheter did not show any leaks. However, the hcp noted that they could not be certain that the catheter wasn't kinking at some point or that the pump isn't stopping and starting. The hcp confirmed that the pump was working at the time of the study. The hcp reported that they were in the process of weaning as the patient had an effective stimulator implanted. The patient did not want their pump or catheter replaced. The patient's weight and bmi were provided. No further complications were reported.